Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant revision was (B)(6) 2017. It was noted the reason for replacement was over discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device was replaced and registered. The device was confirmed to be dead and 8 plus hours were spent attempting power on reset (por). The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient was experiencing a return of symptoms. It was reported that the patient has had ongoing back pain. The consumer also mentioned that the patient had not charged their implantable neurostimulator (ins) in four years. It was noted that the patient lost both their recharger and programmer as well. The patient was to follow up with their healthcare provider (hcp) to have their ins checked. Indication for use is failed back surgery syndrome. Information was received from the manufacturing representative (rep) indicating that the patient¿s ins had not been charged in several years. The rep stated that they were notified that the patient was going ahead with a replacement. They noted that they assume that since they are doing a replacement, that the ins could not be recovered. No further complications were reported.